Manufacturer narrative:
The pump gave an open book / critical pump error after battery installation and pump error 40 was found in the alarm history file due to a software error. Unable to verify the button unresponsive and button error alarm due to the open book. No damage in the keypad assembly was noted. No unlocked keypad connector during visual inspection noted. No cracks on the screen noted. The pump was received with a scratched case, a pillowing keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a button error alarm. It was also reported that display screen was cracked and buttons were not responding. Insulin pump would need to be replaced.